Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.